Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose level of 568 mg/dl; cause was unknown. A correction bolus via the pump was administered to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.